Manufacturer narrative:
Additional in formation will be submitted when the log files are received and evaluated. (B)(4).

Manufacturer narrative:
Please not that this MDR report is a duplicate. It was determined that the same event was reported twice on separate occaisions. The event reported under this emdr with MFR# 0001811755-2013-00544 had already been addressed under MFR report number 0001811755-2013-00542. Any additional or new information received will be addressed under MFR report number 0001811755-2013-00542. No further information will be submitted under this report.

Event description:
It was reported that the navigation system was not able to display accurate values because the seimens c-arm which was in use with the navigation system was not calibrated; the pointer's position appeared to be off by 3mm to 4mm. The physician decided to continue with navigation kowing that the accuracy was off by 3mm to 4mm. The procedure was accurately completed with navigation without incident.

Event description:
It was reported that the navigation system was not able to display accurate values because the seimens c-arm which was in use with the navigation system was not calibrated; the pointer's position appeared to be off by 3mm to 4mm. The physician decided to continue with navigation kowing that the accuracy was off by 3mm to 4mm. The procedure was accurately completed with navigation without incident.